Manufacturer narrative:
The aso was returned to sjm and decontaminated. The aso was grossly and microscopically examined and no anomalies were found. The aso met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test loader, deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm accurate dimensions, and proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.

Event description:
The patient's atrial septal defect measured 16mm (native and stop-flow) and a 14mm amplatzer septal occluder (aso) was attempted. The aso was found to be too small as verified by a trans-esophageal echocardiogram and fluoroscopy so it was removed and replaced with a 16mm aso. While the patient was recovering in the recovery room, she started to experience non-sustained ventricular tachycardia and premature ventricular contractions. Through the use of echocardiography, the 16mm aso was found to have embolized to the left ventricle. The patient was admitted for emergency surgery to explant the 16mm aso and repair the atrial septal defect.